Event description:
It was reported, "fractured stem. Prosthetic fracture as a result of failed impaction grafting."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, the eval summary will be submitted in a supplemental report.